Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "linting" (foreign material present in device). The customer reported. There were lots of small hairs in the c-pak. It was noticed during the surgery and was removed. No pt impact was reported. Additional follow-up info has been requested.